Event description:
It was reported that the user experienced an after-dinner hypoglycemic event with a glucose nadir of 63 mg/dl about two hours after eating roughly half the usual carbohydrate portion, which the user self-treated with approximately 34 grams of carbohydrate from a bottled coffee beverage and returned to range; no device-specific problem or component malfunction was identified. Symptoms included sweating, dizziness, and shaking. Outcomes included insufficient information to characterize longer-term impact, and no external assistance or hospitalization was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information for a device-related finding and no findings available regarding a medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial